Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital biomed department that the patient's percutaneous lead damage was causing pump stoppage with red heart alarms. On (B)(4) 2013, the MFR's technical services rep performed a percutaneous lead distal end replacement.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.